Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to the reported difficulty deploying the plunger include, but not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device with an 8f sheath after a balloon aortic valvuloplasty interventional procedure. Reportedly, when the plunger was depressed, the black collar of the plunger did not reach the main body of the device. It was also noted that there was no audible ¿click¿ like there usually is. After trying to depress the plunger with more force, the user stopped, and pulled the plunger out (step 3). It was observed that the suture had successfully been deployed, closing the hole and achieving hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.